Manufacturer narrative:
Sample expected to return for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Device was prepared at 3.3cm throw. Upon attempting to take a sample, no tissue was obtained. However, blood came from the introducer indicating we had punctured the liver. Tried again, again no tissue. We used a new biopsy device and gelfoam for hemostasis.

Manufacturer narrative:
Argon has made three requests for the return of the sample for evaluation. As of the date of this report, the sample has not been returned. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Device was prepared @ 3.3cm throw. Upon attempting to take a sample, no tissue was obtained. However, blood came from the introducer indicating we had punctured the liver. Tried again, again no tissue. We used a new biopsy device and gelfoam for hemostasis.